Manufacturer narrative:
Root cause: use error/training. The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl and a high ketone level. Reportedly, the pump battery fully depleted and the pump shut off due to the customer not charging the pump. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained.